Manufacturer narrative:
Zimvie complaint number (B)(4), g4: additional PMA/510(k) number k013227.

Event description:
It was reported loosening of the planting repair crown after removing the crown, it was found that there was no anti-rotation phenomenon when tightening the screws, and there was still no anti-rotation phenomenon when picking up the mold rod. The cuff is damaged and needs to be re-implanted after the implant is removed.

Manufacturer narrative:
Zimvie did not receive one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 63817875. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63817875 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation is torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, slight markings on drive feature has been identified, however no damage/malfunction. Tested with in-house mount and it functions as intended. DHR review was completed for the subject lot number 63817875. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63817875 for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The drive feature has slight markings but no damage. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.